Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
A CPAP device was returned to the manufacturer for service. There was no patient harm or injury reported. During the evaluation at the manufacturer's service center, contamination was observed to the manifold, bellows, foam, top and bottom housing, inlet seal, right panel assembly. The components were replaced to address the issue.